Manufacturer narrative:
(B)(4). Additional narrative: it is unknown if the device is available for evaluation. Baxter has attempted to contact the customer to obtain additional information. Additional attempts will be made to follow-up with the customer. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Unit performance testing did not confirm the underinfusion. This is a single use device and will not be repaired. No other observation was found on the unit. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause was not identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
Baxter (B)(4) product surveillance received a complaint involving one (1) infusor device. Reportedly, the infusor was filled with 5-fu, was hooked up to the patient on (B)(6), 2011 and was expected to continue through on (B)(6), 2011. However when the patient returned on (B)(6), 2011 to have the infusor disconnected, it was noted that the infusor was still full of solution. The device contained 5-fu (hospira) 5200 mg and d5w. The problem was noted after patient use. There was no report of patient injury, medical intervention. No additional information. Sample availability has not been specified.